Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood and charred tissues were observed on the tool jaws. Microscopic inspection showed the silicone insulation to be missing from the cold jaw exposing the metal part underneath. The silicone insulation for the cold jaw was returned along with the device to the factory. It was also observed that the heater wire on the hot jaw was slightly flexed but remained attached to the jaw. Based on the returned condition of the device and the evaluation results, the reported failure "peeled jaw" was confirmed. The analyzed failure ¿material twisted/bent¿ was also confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic-like housing on the concave side of the tool jaws came off and exposed the metal that is underneath. The housing/fragment did come off of the tool inside the patient and the fragment was retrieved from the patient using the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic-like housing on the concave side of the tool jaws came off and exposed the metal that is underneath. The housing/fragment did come off of the tool inside the patient and the fragment was retrieved from the patient using the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.